Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was leaking oil. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the oil leak test passed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the blades were damaged and the power was low. It was further determined that the device failed for safety, sound and for rotations per minute (rpms). The assignable root cause was determined to be due to premature wear from normal use and servicing over time e. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.